Manufacturer narrative:
This report is based off of a maude report provided to synthes with MDR key number 4642352. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is based off of a maude report provided to synthes with MDR key number 4642352. A copy of this report is being attached to this medwatch submission. This report is 1 of 2 for (B)(4).